Event description:
Rn of home patient reports instructing home patient to switch the heater bag and spike a new bag onto the heater line of the homechoice set while troubleshooting through an alarm situation during homechoice therapy. Baxter technician instructed rn to end treatment at that time as home patient was in dwell 4/4. Rn reports no patient injury or medical intervention required as a result of incident.